Manufacturer narrative:
Subject device has not been returned yet, investigation results are not available.

Event description:
Reportedly, on (B)(6) 2025, after an alizea interrogation, it was impossible to enter the session. Only "patient" and "resume" screens were accessible. Pressing simultaneously p1+p2 did not work. Pressing on the power button did not work either. There was no other way to exit the session than to take out the battery.

Event description:
Reportedly, on (B)(6) 2025, after an alizea interrogation, it was impossible to enter the session. Only "patient" and "resume" screens were accessible. Pressing simultaneously p1+p2 did not work. Pressing on the power button did not work either. There was no other way to exit the session than to take out the battery.

Manufacturer narrative:
- Analysis on the provided files show that on 24-february-2025, an interrogation was in progress and an issue occurred. - the reported issue was caused by a pop-up that was not visible by the user. Therefore, the user was not able to enter the session. - updating the smartview version to 3.18 will solve the issue on this tablet. - the complaint is recorded for trending purposes.